Event description:
Drill was reported to have broken during use. No pt injury was reported as a result of this situation. However, not all of the fragments were retrieved from the joint at the time of the event.